Event description:
It was reported that the patient¿s rechargeable unit turned off the day prior to report or the day of report and might not be getting charged on a regular basis. It was noted that the family member arrived at 2:00pm on the date of report and the patient¿s left side was shaking and ¿droopy¿ and the patient seemed sleepy. It was noted by the caller that the patient stated that when it gets low it ¿automatically shut off.¿ the manufacturing representative inquired how the therapy had turned off and the family member replied that the ¿battery inside just gets so low that it turns off.¿ it was noted that the family member thought this was so ¿it would not cause other issues so they try to save it.¿ the family member reviewed that four days prior to report the patient was at 75% and thought the patient did not charge between then and the day of report. The family member reviewed that the nurses at the at the care home try to assist the patient but ¿maybe not frequently.¿ the caller stated that the patient had one device implanted but two ¿tools.¿ it was noted that ¿the recharger and tried to have patient does it.¿ the caller stated they could not find the one that ¿turns [the patient] on and off.¿ the caller stated they thought the device was working okay and as expected but did not have the tools to ¿turn the patient on.¿ it was noted that the stimulation was showing off. An attempt was made to turn on stimulation with the recharger. Antenna locate was used and the family member saw ¿the man figure¿ and a range of 86 to 88. It was noted that the antenna locate did not resolve the issue. Another attempt was made to turn therapy on with the recharger and it was successful. The family member of the patient reviewed that the patient was currently charging and was 75% ¿darkened¿ and the last 1/4 was charging. The family member of the patient stated that the lightning bolt appeared they noticed that the patient¿s shaking was going away. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64002, lot# n256796, implanted: (B)(6) 2010, product type: adapter. Product ID: 37092, lot# 264140001, implanted: (B)(6) 2010, product type: accessory. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v042088, implanted: (B)(6) 2007, product type: lead. (B)(4).